Event description:
It was reported that there was a "leak in chamber of venous tubing where clamp is. Appears to be a linear tear. Product was flushed and tested ok before placement (no leaks)."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the return of the sample for evaluation. When the investigation is completed, a final report will be submitted.